Event description:
In the nicu, the rn noted that the infant's IV pump was alarming and that the that medication (fluconazole) was finished infusing. There was fluid noted dripping on the IV tubing and tiny amount on ground. All IV tubing and syringe connections checked and noted to be tight and intact. IV medication was in a 3cc syringe. Flush connected and run through IV tubing with no leaking noted. Rn felt that the leaking was coming from the end cap of the syringe. There was no harm to the infant. Submitting this report for tracking purposes.